Manufacturer narrative:
Based on the details of the complaint the advanta v12 was defective upon opening. The cover on the stent was not fully covering the stent and it was kinked at the base of the stent and the shaft. No patient injury reported. Upon opening the returned device, the stent was in perfect condition. The stent was not bent or damaged, the eptfe cover was in excellent condition, and the stent was completely covered. No bare metal was seen. The proximal balloon weld had been necked down to a smaller diameter at some point after opening the product. See images attached. It is not clear as to why there was an accusation that the stent covering was not fully covering the stent. Based on the appearance of the proximal balloon weld stretching it is possible that the stent that is covered with a white eptfe cover was mistaken for a stent protector and pulled on stretching the shaft. There is no tensile loading of the product during the process of manufacturing that would cause this type of stretching at the proximal balloon weld. The device as part of the investigation was prepped following the instructions for use. Even with the damage to the proximal weld area a .035 cordis guide wire could be passed through the length of the catheter. The balloon was then pressurized to the nominal inflation pressure of 8 atm as specified on the product label. The balloon was inflated, the stent was successfully deployed, the stent was in perfect condition, and there was no damage seen to the eptfe cover or the stent itself. The catheter functioned perfectly even with the damage noted. The balloon was then pressurized to 12 atm, as this is the rated burst pressure of the balloon also specified on the product label. Again, the stent remained undamaged and the weld area despite being stretched and necked down to a smaller diameter was able to withstand the pressure applied to the stent delivery system. During the process of manufacturing specifically the stent crimping procedure, each stent after crimping is 100% inspected to ensure the product was properly crimped at meets all visual aid criteria for damage per the visual aid. In addition, the proximal and distal welds of the catheters are 100% inspected for weld quality directly after being welded to ensure the integrity of the thermal weld of the balloon to the catheter shaft. In addition, the final manufacturing inspection prior to packaging 100% inspects each catheter for weld defects. The packaging procedure for the product was also reviewed and there are no instances where there would be a tensile loading of the catheter shaft to balloon weld area. The proximal balloon weld area is tested for tensile strength as part of the catheter lot quality and performance testing that is conducted on every catheter lot produced. Based on the data provided in the catheter device history records the minimum tensile strength to break the proximal balloon weld of the catheter was 22.0 newtons (n). The minimum acceptable tensile force as described is 15 newtons. This requirement was met. A review of the device history records show that this lot of catheter passed all quality and performance requirements and that there were no non-conformances noted during the manufacture of the product. Based on the details of the complaint, the investigation results and device history records review there is no indication that this product left the site of manufacture with the proximal balloon weld in the returned condition. It is for this reason that the complaint cannot be confirmed. Additionally the stent and eptfe covering were found to be in perfect condition. It is likely that the stent was pulled upon after being unpackaged by the user.

Event description:
N/a.

Manufacturer narrative:
Follow-up report will be submitted upon completion of the investigation.

Event description:
Report received stated that an advanta v12 stent was defective upon opening. The cover on the stent was not fully covering the stent and it was kinked at the base of the stent and the shaft.